Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors were leaking between the blue winged cap and luer adapter. This issue was discovered during storage at the hospital prior to patient use. There was no patient involvement. No additional information is available.